Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. Failure analysis found the maryland bipolar forceps (mbf) instrument had a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have thermal damage located at the top yaw pulley. The electrical continuity test passed.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument had a loose wire. The procedure was competed and there was no patient injury.